Manufacturer narrative:
The ventilator was investigated on site and the gas inlet nipple to the oxygen gas module was leaking. The gas inlet nipple was tighten to fix the reported problem. No log files has been received, to confirm the reported problem. If this leakage happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. The cause why the inlet nipple became loose could not be determined.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator had o2 leakage. There was no patient harm. Manufacturer ref.#: (B)(4).